Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for post lumbar laminectomy syndrome and non-malignant pain. It was reported that the patient had poor communication and difficulty charging. The patient said he has turned the dial to 4 directions. The patient got reposition antenna screen. Two days ago from this report was the last time they had stimulation. The last time the patient was able to successfully charge their device was two weeks ago from this report. During the call the patient said his stimulator is working but he has had complications, his neuropathy is still coming back. The patient is not able to communicate with another external device. The patient got poor communication with and without the antenna but did not have new batteries to try during the call. Could not troubleshoot due to lack of access to product. Reviewed if patient had new batteries they could further check when he calls back, otherwise he would have to go to his health care professional (hcp) to have system checked. No further patient symptoms or complications were reported in this event.